Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/22/2019. Device evaluated by MFR: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the tecnis symfony multifocal intraocular lens (model zxr00 +21.5 diopter) was explanted from patient¿s left eye because of patient experiencing mechanical failure. Further clarification was provided regarding the reported mechanical failure, meaning the patient no longer felt safe to drive at night due to glare, rings around lights, halos, and orb shaped glare. There was vitrectomy required during the explant procedure. No incision enlargement, no sutures required. Reportedly lens with model z9002 and lower diopter of +20.5 was used as replacement for the patient. Patient was stable at discharge. No further information provided.